Event description:
It was reported in a literature publication that patients who had fusions for adult deformity involving at least 7 levels with sacropelvic fixation where either icbg or bmp was used were studied at one institution. Revisions, non-idiopathic deformities, patients receiving both bmp/icbg were excluded. A total of 63 patients met inclusion criteria for study. In the group of patients receiving bmp, the mean follow up was 5.1 yrs (range 4.0-7.7). Nine patients had posterior only surgery while 22 had a/p surgery. There were no bmp related complications such as heterotopic bone, seroma, infections, radiculitis or differences in cancers or tumors. One patient developed an acoustic neuroma postoperatively.

Manufacturer narrative:
Literature article citation: kim et al. Rhbmp-2 is superior to iliac crest bone graft for long construct sacropelvic fusions in adult spinal deformity: four- to14-year follow-up. The proceedings of the nass 27th annual meeting / the spine journal (12 (2012) 136s-137s), (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Literature article citation: kim et al. Rhbmp-2 is superior to iliac crest bone graft for long fusions to the sacrum in adult spinal deformity.